Event description:
Per complainant, a 68 yr old woman was found in a room. He noticed vomit (most blood)"... Blood was all over the room". When he reached the woman, he noticed that she was in arrest. At this time the complainant opened the sealed shipping box labeled "adult" ", a single pt use resuscitator", and found that the box contained an infant/child size resuscitator. As the box was sealed, the device had not been unpacked in advance and prepared for use as required by the precautions printed on the box. The crew used a backup resuscitator for CPR, which was not successful. The pt could not be resuscitated. The bag was disposed of. The catalogue number and lot number on the box and on the device were not recorded.